Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that "the awl has a chip taken out of the leading end. This is a problem that has happened repeatedly to dr (B)(6)."

Event description:
It was reported to baxter (B)(4) that the tubing of a half day infusor device had become separated from the body of the device. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of the device's tubing becoming separated from the body of the device could not be confirmed nor could an assignable cause be provided. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.should the sample and/or additional information be received, a follow-up medwatch will be submitted.